Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade ii, suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style.

Event description:
Healthcare professional reported via nbir left side "capsular contracture baker grade ii, suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style". Device has been explanted and replaced.